Manufacturer narrative:
Corrected information has been provided in d1. Placement signal issue: based on the clinical details provided and returned product investigation, the cause of the placement signal issue was determined to be a sensor break. However, the nature of the break could not be determined due to limited clinical details on the other devices being used at the time and their proximity to impella.

Event description:
The complainant reported a patient was implanted with an impella cp for mechanical circulatory support. During intervention the optical sensor was lost during the percutaneous coronary intervention. Flows maintained. Impella was weaned and removed post intervention. There was no patient harm.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.